Manufacturer narrative:
The lead was returned to saluda for analysis. The lead failed functional testing due to disconnected electrodes. The cause of the disconnected electrodes was not conclusively identified. A review of device logs confirmed there were no disconnected electrodes during the revision procedure. The disconnections likely occurred during explant as a result of handling. The explanted anchor was discarded and not available for analysis. X-rays confirmed lead migration, however the cause of the migration was not confirmed. The manufacturing records were reviewed. The product met all requirements for release, and no anomalies were identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in pain therapy coverage. An x-ray revealed lead migration. The patient underwent a lead revision procedure. The patient's therapy was restored following the procedure.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.